Event description:
The customer reported that on (B)(6) 2011 "no value" cardiac troponin (accutni) quality control (qc) results and one patient result were generated from an access 2 immunoassay system. The accutni qc results and patient result were not reported out of the laboratory, hence there were no deaths, serious injuries or modifications to patient treatment associated or attributed to this event. Upon inspection of the reagent pack the customer noted there was foaming in the magnetic particle well. Upon replacement of the reagent pack, quality control results returned to within customer established specifications. No patient information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site as the customer was not questioning instrument performance. The customer was to return the accutni reagent pack for further investigation. The reagent pack has not been received to date. A definitive root cause for this event has not been determined to date.